Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The device was powered on and a functional test was performed and the reported issue was duplicated. Battery not working error was found at power up and moments later the device went into battery communication timeout. It was determined that the cause was due to the battery not operating as intended. As a result, the battery was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump exhibited a battery communication timeout and that the battery did not work. It is unknown if there was patient involvement, no adverse patient effects were reported.